Event description:
The new hearing aids have multiple audio input streams : (1) the microphone which inputs audio from the surrounding environment (2) the bluetooth which inputs audio from a connected phone, app, computer, table, tv; any "digital bluetooth-enable device" (3) the optional extra-cost interpreter who blocks direct microphone and hears it himself and rewords it into the input stream for the ear I have noticed it is next-to-impossible to get my deaf friends to understand me anymore because the interpreter reword things weirdly. Even worse, my deaf-blind friends sometimes don't know whether they are listening to an old recording of me pranked into their ear from their abusive brother, or a new incoming phone call from some stranger who may sound like me, versus me directly in the room when they cannot see. I think this is a state of medical emergency because of this confusing new hearing aid device with poorly architectured concept of multiple audio input stream. These new cochlears should have suggestion of turning off bluetooth and interpreter features because the people on cochlear in the community seem more isolated and closed off from face-to-face conversation than ever before.